Manufacturer narrative:
Investigation summary: customer returned (3) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 8239919. Customer states that the needle hub stayed in the shield when the shield was removed. All syringes were returned with the hub-needle/shield assembly separated from the barrels. No damage to the barrels was observed. A review of the device history record was completed for batch# 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01jul2019, holdrege received (3) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 8239919. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. A visual evaluation of (3) syringes found syringes with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage on the hubs. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Event description:
It was reported that the needle hub on 4 relion® insulin syringes remained in the shields when the shields were removed during use. The following information was provided by the initial reporter: "relion syringe 3/10ml 6mm lot #8239919 found 4 syringes with the needle hub stayed in shields when shield was removed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub on 4 relion® insulin syringes remained in the shields when the shields were removed during use. The following information was provided by the initial reporter: "relion syringe 3/10ml 6mm lot #8239919 found 4 syringes with the needle hub stayed in shields when shield was removed."